Manufacturer narrative:
The device evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device displayed error code e433. The event occurred during a transurethral resection that was able to be completed using a similar device. There was no report of patient harm or user injury associated with this event.

Event description:
Correction to b5 for information inadvertently left out of previous report when turned on the device one morning it gave that error. It was not during surgery. Another terminal was used and the endoscopic procedure was performed normally.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, device evaluation and additional information received by the customer. Updated fields: d8, d9, h2, h3, h6 and h11. Corrected field: b5 the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the reportable issue was caused due to high voltage power supply board issue. However, clear conclusion about the root cause could not be identified. Olympus will continue to monitor field performance for this device.